Manufacturer narrative:
Add'l info will be provided once the investigation is completed.

Event description:
It was reported that the lightcable burned the pt after a procedure on the urinary tract. The surgeon had unplugged the lightcable and dragged it over the pt. The burn occurred on the abdomen of the pt. It was further reported that this was the first time this had happened with a lightcable and there were no reports of any adverse consequences.